Event description:
While performing stress test and patient was running on its treadmill, the screen of the stress test system went blank, and the treadmill stopped in the middle of the procedure. Troubleshooting using philips tech support, they recommended reaching out to hewlett-packard (hp) to troubleshoot the personal computer (pc), hp response was to get philips on site to make sure it is not on their system. This caused a delay of more than 3 weeks until philips escalated this issue for resolution. Manufacturer response for stress test system, philips (per site reporter). After many back and forth, and requesting escalation. Philips were able to get a loaner pc in to replace the failing pc. Replacement pc came in few days later, which again failed with different errors. We are using the loaner back again, and no estimated time of arrival (eta) or information of what is next.